Event description:
The customer reported less than one milliliter of clear fluid leaked from the manual mode probe wipe, within the instrument, involving the coulter hmx hematology analyzer with autoloader. The operator placed gauze below the manual probe wipe to absorb the fluid. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. There were no erroneous patient results generated. Patient care was not impacted. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the probe wipe screws became loose. The fse adjusted the probe wipe arm, tightened the screws, and aligned the probe wipe assembly with the sample probe to resolve the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the loose probe rinse block screws. A definitive root cause is unknown. (B)(4).